Event description:
During a coronary drug eluting stenting treatment procedure lesion crossing difficulties and shaft damage occurred. In 2005 the drug eluting stent could not be advance into the coronary artery despite predilatation with an unknown size viva balloon. After pushing the stent for a while, the stent shaft broke. There were no reported pt complications.